Event description:
The user described that she experienced abdominal pains after using tampons for four days. The complainant went to her gynecologist and was diagnosed with an infection. She was treated for the infection and the problem disappeared. During the her next menstrual cycle she used tampons and again experienced abdominal pain. Upon visiting her gynecologist she was given a pap smear and a piece of fiber was noted on the walls of her vagina. The complainant was given medication and underwent a biopsy (type of medication was not noted).